Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified distal right coronary artery. The 2.50x12mm promus element stent delivery system (sds) was selected for use but was unable to cross the target lesion. Upon removal of the device from the patient, it was noted that the distal portion of the stent had lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).